Event description:
It was reported the patient was having a lead revision next year due to gait freezing. The patient had a lead in the subthalamic nucleus for parkinson¿s disease and the revision is for a lead to be placed in the ¿stn and snr.¿ the patient¿s healthcare professional (hcp) did not want to remove the entire system for an MRI so the hcp was going to plan the revision from the patient¿s old MRI and just replace the lead. The manufacturing representative was not aware of anything wrong with the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).